Event description:
It was reported that the device magnet tone has periodically sounded. Remote monitor transmissions were reviewed and confirmed that the tone had been activated. Technical service investigation reported that static electricity combined with hypersensitivity to electricity. The static charge buildup just before discharge creates an electric field which the sensor detects. No electro-magnetic source has been identified. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the device will be explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.